Event description:
The pt stated that his infusion device shut down with no warning. He stated he ate dinner and bolused 21 units. He then ate more and when he went to administer an additional bolus, his screen was blank. He stated he knows about the recall and his battery is "maybe just a little over a couple weeks old." He inserted a new battery and his infusion device functioned properly. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.